Event description:
It was reported that noise and intermittent undersensing were noted on the atrial lead during device interrogation. The patients condition is good. No further information is available.